Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
It was reported that during a routine equipment eval by a manufacturer's service technician that the micro oscillating saw displayed a bias current error when connected to the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.